Event description:
The doctor reports that the implant had a defect as the hexagon was damaged. The doctor reports that the procedure was not concluded. The affected dental position is unknown. The patient did not suffer any negative impact on their health.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) int610, (osseotite tapered certain implant 6 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use. The external threads were damaged likely from removal. The implants drive feature wasn¿t damaged. Device history record (DHR) review was completed for the subject lot number 2022091489. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022091489 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature a definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. There implants drive feature was not damaged. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.